Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being filed to relay additional and corrected information. The following sections were updated: b4, g3, g6, h2 the following sections were corrected: h10 upon receipt of additional information, it was identified that this device did not cause or contribute to the reported event.

Manufacturer narrative:
(B)(4). D10: concomitant devices: bl2 knee axel catalog#: rd108569, lot#: ni, bl knee porous tibial component with stem - large catalog#: rd108565, lot#: ni, bl2 tibial knee left bearing set catalog#: rd108559, lot#: ni, custom bl2 knee left tibial bearing set catalog#: cp111173, lot#: ni. E1: the surgeon is dr. (B)(6). The complainant has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this patient; please see all reports associated with this event: 0001825034-2023-02367, 0001825034-2023-02368, 0001825034-2023-02369, 0001825034-2023-02371. H3 other text: investigation incomplete.

Event description:
It was reported that the patient is being considered for a left knee arthroplasty revision to address unknown complications post-operatively. Attempts have been made; however, no additional information is available.